Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but after the malfunction reoccurred, they were advised to put the pump in storage mode for return. Replacement pump information was provided, and the customer understood the instructions.